Manufacturer narrative:
Concomitant products: product ID 377860, lot # v015441, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 377760, lot # v012887, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported the patient ¿had a recall on his leads with his first unit¿ and had the system replaced. A supplemental report will be filed if additional information is received.

Event description:
Additional information reported a manufacturer representative (rep) determined the patient¿s implantable neurostimulator (ins) was ¿not functioning¿ after interrogating the device. Regarding whether any malfunctions were seen or causes determined, the reporting physician reported that ¿as per rep who interrogated yes¿ and ¿? Fx (fractured) lead.¿ it was noted the ins was replaced on 2013-(B)(6).

Manufacturer narrative:
(B)(4).